Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('stomach looked this bad after their hysterectomy / this was as bad as mine looked') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("cyst") and uterine polyp ("polypse"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, cyst and uterine polyp outcome was unknown. The reporter considered cyst, medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, uterine polyp , cyst . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Events- "cysts and polyps", reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('stomach looked this bad after their hysterectomy. This was as bad as mine looked'). In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("cyst") and uterine polyp ("polypse"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, cyst and uterine polyp outcome was unknown. The reporter considered cyst, medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, uterine polyp, cyst. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: case events: "cysts and polyps", reporter added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('stomach looked this bad after their hysterectomy / this was as bad as mine looked') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("cyst") and uterine polyp ("polypse"). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, cyst and uterine polyp outcome was unknown. The reporter considered cyst, medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, uterine polyp , cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('stomach looked this bad after their hysterectomy / this was as bad as mine looked') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("cyst") and uterine polyp ("polypse"). The patient was treated with surgery (laproscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal, cyst and uterine polyp outcome was unknown. The reporter considered cyst, medical device removal and uterine polyp to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, uterine polyp , cyst. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Events- "cysts and polyps", reporter added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('stomach looked this bad after their hysterectomy / this was as bad as mine looked') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.